Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and coupling tool side of the small battery drive device were not functioning and was defective. It was determined that the performance was out of specification and the control unit was not functioning and was damaged. It was observed that the power was too low, the motor was interrupted, the coupling was jammed and did not stop immediately. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watts, check the triggers and electronic control unit (ecu) function, check switching function, and check the attachment coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.